Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stenting procedure performed on (B)(6) 2009 (pt age unk, over (B)(6)). According to the complainant, a non-bsc uncovered stent was placed in (B)(6) 2008. On (B)(4) 2009, the wallflex biliary stent was being placed as a stent-in-stent. While the physician was positioning the stent over the lesion, retraction was attempted twice and was unsuccessful. The stent was fully deployed at the correct placement. The delivery device was removed through the scope and found to be "accordioned". According to the complainant, the scope was not in a curved position during the deployment of the stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4) sheath retraction difficulty; catheter buckled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).